Event description:
This is a non-incident case and was detected as being a legacy case from conceptus and was entered in argus on 22-may-2015. The medical content of the case was not changed. This is a solicited case report received from a investigator in (B)(6) on 03-feb-2011 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study (B)(6). Study description: (B)(6) study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). The investigator reported that patient experienced procedural pain, failure on right side (obstacle sensation). Ptc investigation results were received on 07-may-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 11-may-2016 from the investigator and case was upgraded to incident: on (B)(6) 2011, the patient had essure inserted only on left side and at the reporting time, this insert was ongoing. During the insertion procedure, a placement failure of right sided device occurred due to perception of obstacle (the event perception of obstacle was considered non-serious and recovered on (B)(6) 2011). The patient was hospitalized from (B)(6) 2011 for essure placement under general anesthesia. The physician tried again to insert device on (B)(6) 2011 and again it failed due to perception of obstacle. On the same day, she had a ligation of the uterine tubes (by coelioscopy) due to right failure placement. The event placement failure (right) was considered by investigator as serious due to hospitalization and related to essure. The outcome was reported as not recovered. Follow-up received on 20-may-2016. (B)(4). Company causality comment : this medically confirmed, study case report refers to a (B)(6) female patient who was involved in a non-interventional company-sponsored study ((B)(6)). She had essure (fallopian tube occlusion insert) inserted only on the left side. In the right side insertion was attempted 2 times, but there was a placement failure due to perception of obstacle. The patient was hospitalized and submitted to a celioscopy, during which a tubal ligation was done. The reported event is listed according to essure's reference safety information. In this particular case, physician tried to insert essure in the right fallopian tube, but the procedure failed due to perception of obstacle. One month later, the patient was hospitalized for essure insertion under general anesthesia, but this procedure also failed due to the same reason. Then investigator reported a celioscopy was done along with a tubal ligation. Considering the reported event occurred in association with an attempt of essure insertion, causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was upgraded to incident, since based on the available information a complication related to essure insertion cannot be formally excluded. Additionally, it is unclear if the celioscopy (with tubal ligation) was done as an alternative contraceptive measure. Therefore, a serious injury cannot be totally ruled out. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 16-aug-2016 (downgraded to other event) from investigator: there were no complications during the placement failure on right side except sensation of obstacle at the 2 placement attempts. Lt was not mentioned in the celioscopy report if there was any other findings during the celioscopy regarding the fallopian tubes condition and left essure position. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in a non-interventional company-sponsored study (B)(4). She had essure (fallopian tube occlusion insert) inserted only on the left side. In the right side insertion was attempted 2 times, but there was a placement failure due to perception of obstacle. The patient was hospitalized and submitted to a celioscopy, during which a tubal ligation was done. The reported event is listed according to essure's reference safety information. In this particular case, physician tried to insert essure in the right fallopian tube, but the procedure failed due to perception of obstacle. One month later, the patient was hospitalized for essure insertion under general anesthesia, but this procedure also failed due to the same reason. Then investigator reported a celioscopy was done along with a tubal ligation. Considering the reported event occurred in association with an attempt of essure insertion, causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. Upon follow up, it was informed that insertion had no complications besides the obstacle sensation. So, tubal ligation was performed only as an alternative form of contraception. Therefore, this case was no longer considered as incident. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).